Event description:
The biopsy unit¿s calculations for precision targeting of the breast calcifications were off resulting in a second incision in the patient. During the procedure, first it gave us some y axis error. And then the z (depth) never calculated correctly. Prefire pictures where actually at the depth I needed to be for biopsy. So, on postfire pictures, it was way off target. To correct this, the depth was calculated manually by retracting and taking pictures along the way. The patient reported that it was awkward and painful as it required repositioning the patient a second time and two incisions. It was determined that the incorrect needle was used since the device defaults back to the previously used needle and the naming convention of the needle from the previous procedure was very similar to the needle to be used in the current procedure. The technician did not notice this prior to the initial incision. The manufacturer checked the machine and the naming description of similarly named needles were changed, to avoid the confusion between these two naming conventions.